Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient therapy log. The ultrafiltration volume was 1530 ml during cycle 3, meaning the patient drained 1530ml more than the fill volume of 2500 ml. This event meets iipv criteria.